Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 31-jan-2023. H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the photos. 1 used sample was returned for evaluation as well. The returned sample was a y adapter with maxzeroes attached. Since the sample was not returned in its full manufacturing assembly it could not be used to determine a manufacturing related root cause. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system extension tubing separated from the y-connection. The following information was provided by the initial reporter, translated from portuguese: "catheter extension loosened from connection ¿y¿."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system extension tubing separated from the y-connection. The following information was provided by the initial reporter, translated from portuguese: "catheter extension loosened from connection ¿y¿."